Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue. It was reported that the customer received a lost sensor alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue could not be resolved. The customer will discontinue the use of the device and the transmitter will not be returned for analysis.